Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism.

Manufacturer narrative:
The device was returned not deployed. The download data showed that 0 pulses were delivered and the pod state indicates that the pod had not been awakened by the user. During investigation the device deployed normally upon manual rotation of the ratchet gear. No damages or defects were observed that would result in a failure of the needle to deploy.